Manufacturer narrative:
E1: initial reporter phone #: (B)(6). G4: PMA/510(k)#: one additional code applies; k230855. E1: initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tube, the customer noticed that the tube cap barbed. There was no health impact or consequence reported.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tube, the customer noticed that the tube cap barbed. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The customer photos depict a hemoguard with some damage. A total of 30 retained samples were visually inspected, and none of the samples failed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.